Event description:
It was reported that; the implant was being removed because the original surgery which 6 weeks prior the surgeon felt the implant wasn't in the ideal place.

Manufacturer narrative:
Method: none performed, device not returned. This is a concomitant product. Results: this is a concomitant product. Conclusion: this is a concomitant product.

Event description:
It was reported that; the implant was being removed because the original surgery which 6 weeks prior the surgeon felt the implant wasn't in the ideal place.